Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:30:44. During night drain cycle three, the patient's ultrafiltration reading was 1339ml, indicating the home patient (hp) drained 1339ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This is an ancillary service event. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.